Event description:
Customer reported the cine runs are distorted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video switching board and image processor. System operates as intended.